Event description:
It was reported the tubing was found to come loose and fall of at the oxygen mask connector.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional information was requested. Should additional information become available, a follow-up report will be submitted.